Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient reported they already knew the leads were bad but they couldn't get the surgery unless they met with the doctor and the manufacturer representative at the same time to get it fixed. The patient said, in 2024, they met with the representative outside and the representative did a test with their equipment and told the patient the leads were not connected anymore. The patient said they met with a doctor that supports their device and were instructed to coordinate an appointment with a rep and their doctor to fix it. The agent offered to send an email to the reps in the area. Redirected to their doctor. The patient said they briefly met with a doctor on the day of the call. On 2026-apr-14 additional information was received from the manufacturer representative. The rep stated that no manufacturer representative was notified of the event in 2024. The rep had reached out to the physician's office to obtain further information. The patient was last seen on (B)(6) 2020 in the implanting physician's office. No rep was present. The patient reported no sensation from the device and no symptom relief. An impedance check was done which was normal. An x-ray had shown that the patient dislodged a lead and a lead revision was recommended. The patient was notified by phone. The patient reported that they were in a motor vehicle accident. The patient has since relocated and hasn't been seen by the implanting physician's office since.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1vcyv, implanted: (B)(6) 2018, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1vcyv, ubd: 09-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.